Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted in preparation for implant that only wand telemetry was available on the pacemaker. The device was not used and exchanged for another device. No patient consequences or involvement was reported.